Manufacturer narrative:
The pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, broken off reservoir tube lip,cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that half of the reservoir compartment is chipped off and the window is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.